Event description:
The customer reported that when the crash cart went over a bump, the device reset itself.

Manufacturer narrative:
The customer reported that when the crash cart when over a bump, the device was result itself. The device was evaluated at philips, and the symptom was reproduced. Replacement of the battery pca resolved the issue.